Event description:
A customer contacted beckman coulter inc (bec) customer technical support to report waste line leak on the unicel dxc 600 pro synchron chemistry. No injury or exposure was reported.

Manufacturer narrative:
On (B)(4) 2011 a bec field service engineer (fse) found a small infrequent drip at the bottom of the y fitting. Fse replaced the waste line tubing. Instrument primed and operation verified. (B)(4).